Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered anti-tachycardia pacing (atp) to convert an arrhythmia. Undersensing of atrial arrhythmia was observed. In addition, it was noted that the time in the device may be incorrect due to possible interrogation with a programmer with an incorrect time set. Further in-clinic review was recommended. The device system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered anti-tachycardia pacing (atp) to convert an arrhythmia. Undersensing of atrial arrhythmia was observed. In addition, it was noted that the time in the device may be incorrect due to possible interrogation with a programmer with an incorrect time set. Further in-clinic review was recommended. The device system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered anti-tachycardia pacing (atp) to convert an arrhythmia. Undersensing of atrial arrhythmia was observed. In addition, it was noted that the time in the device may be incorrect due to possible interrogation with a programmer with an incorrect time set. Further in-clinic review was recommended. Additional information was received. The atrial automatic threshold was detected as suspended due to noise. The ICD device was explanted and replaced for a cardiac resynchronization therapy defibrillator (crt-d), suggesting replacement due to therapy upgrade. Further assessment of the atrial lead was recommended to determine whether the algorithm is appropriate for this patient. The crt-d system remains in service. No adverse patient effects were reported.